Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, no delivery anomaly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s blood glucose value level at the time of incident was 357 mg/dl. The customer also mentioned other blood glucose values such as 377 mg/dl to 357 mg/dl, 468 mg/dl, 527 mg/dl, 273 mg/dl, 223 mg/dl, 567mg/dl, 403 mg/dl, 620 mg/dl, 364 mg/dl, 244 mg/dl, 547 mg/dl, 143 mg/dl. The customer treated high blood glucose with injection. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that they received no delivery alarms. The insulin pump will not be returned for analysis.